Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 16 x 2.50 mm stent delivery system was returned for analysis without the stent. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure were noted as its wings were relaxed. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed target lesion was located in the middle left circumflex artery. A 16 x 2.50 promus premier drug-eluting stent was selected for use. However, it was noted that the stent was dislodged outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the dislodgement occurred at the time of insertion.

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed target lesion was located in the middle left circumflex artery. A 16 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent was dislodged outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the dislodgement occurred at the time of insertion.

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed target lesion was located in the middle left circumflex artery. A 16 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent was dislodged outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.